Event description:
Related manufacturer reference number: 2017865-2024-71838. It was reported that the patient's pacemaker and the atrial electrode lead exhibited high capture threshold resulting in failure to capture. A long syncope was noted. The pacing impedance of the atrial electrode lead was lower than 200o. The doctor replaced the patient pacemaker and atrial lead. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was confirmed. The reported events of ¿impedance of the atrial electrode lead was lower than 200o¿ and insulation worn¿ were not confirmed. As received, a complete lead was returned in one piece. Final analysis found the helix to be separated from the helix shaft inside the helix housing and found an open inner coil conductor path due to the broken helix weld. Visual analysis of lead did not find any anomalies to the lead body with the exception of damage during analysis. Electrical testing found shorting between conductor coils consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: b5 - b5 of previous report should have read "it was reported that the patient's pacemaker and the atrial electrode lead exhibited high capture threshold resulting in failure to capture. A long syncope was noted. The pacing impedance of the atrial electrode lead was lower than 200o. It was noted that the insulation of the atrial lead was worn. The doctor replaced the patient pacemaker and atrial lead. The patient was stable."